Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, fluid loss was confirmed, due to a suspected hole. Additionally, the pump presented air inside the component. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually examined, and leak tested identifying the strain relief junction had a leak consistent with sharp instrument damage likely occurring during explant. Visual inspection of the cylinders did not identify any anomalies. Additionally, both cylinders performed within specification upon functional testing. The pump was visually and functionally tested. No leaks were found, and the component performed within specification. Based on the information available and analysis results, the reported allegations of inflation issues, fluid loss, hole in the device and air in the pump could not be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, fluid loss was confirmed, due to a suspected hole. Additionally, the pump presented air inside the component. There were no patient complications.